Manufacturer narrative:
Concomitant medical products: 10015489; 30ml bd plastipak syringe, bd insyte autoguard bc 22g ref: (B)(4); therapy date (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that following a epirubicin infusion, a leak was observed at the connection between the male luer of the smartsite and the cannula. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.